Manufacturer narrative:
12/11/1997-supplemental report #1 submitted to FDA. The condition reported was attributed to a dimensional discrepancy in the jaws of the instruments where the clips are formed.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips scissored. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.